Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the recharger had been plugged into the desktop charger for several days but the battery wasn't incrementing and the battery icon was still empty. Due to this the consumer was unable to use the recharger and they were unable to charge so the implantable neurostimulator (ins) depleted. Troubleshooting was performed including trying a different outlet but the issue wasn't resolved. Following this the consumer confirmed the desktop charger light was on but the connector pin appeared to be bending back a little and the connector was damaged on the recharger. No patient symptoms or further complications were anticipated.